Event description:
Philips received a complaint by the customer on the v60 indicating while performing preventative maintenance (pm), it was observed that the device will not pass oxygen error code 1009 pressure regulation high message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse dispatched a field service engineer (fse) for onsite service and repair per customer's request. The investigation is ongoing

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Verified customer problem that the unit had error codes 1009. Initial preoperational check (4.4 page 62) reveled that the test lung did not expands correctly during inspiration. The unit cover was disassembled and upon visual inspection found that the tubes that connects between manifold ¿m¿ and manifold "p" were installed incorrectly. Fse installed the longer (9-in.) Tube connects between manifold ¿m¿ (machine) barb and barbed gas outlet fitting. Fse installed the shorter (8-in.) Tube connects between manifold ¿p¿ (proximal) barb and barbed proximal pressure port. Unit passed preoperational test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.